Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset infusion set, with blood glucose measured at 382 mg/dl and decreasing to 312 mg/dl after switching the tubing; troubleshooting suggested a likely infusion site or flow issue possibly related to the user sleeping on their stomach, and the user was instructed to change supplies and monitor glucose for 90 minutes. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included temporary impairment requiring user intervention and monitoring, without hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with findings consistent with infusion set or site-related delivery impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.